Manufacturer narrative:
A series of photos were provided and evaluated. The photos show a list number #011-ch3601, oncology kit. The bonded spiros appeared to be broken off of the 5 gang stopcock manifold. No other damage or anomalies can be seen. One used list #011-ch3601, oncology kit (plot #4949304), one used bd 10 ml syringe, one used unknown infusion set, and one baxter 250 ml intravenous bag nacl 0.9% were returned and visually inspected. As received, the male luer tip of the 5 gang stopcock manifold was broken off into the female luer of the spiros. Beach marks were present on the broken luer. These components are bonded during assembly. No other damage or anomalies were seen. The reported complaint of a disconnection resulting in leakage can be confirmed. The probable cause is due to an unintentional excessive bending force applied during use. D9 date returned to mfg - february 8, 2021.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. The lot number of the device that was in use is unknown. The customer identified one possible lot number: 4949304 (expiration date 07/01/2025, MFR date 07/01/2020).

Event description:
The event involved an oncology kit, 5 gang stopcock w/5 chemoclave®, spiros® w/red cap; 10cm smallbore bifuse ext, w/2 chemoclave®, red ring, bcv; 597 cm ext w/chemoclave® with a broken spiros that detached from the manifold. A leak of hydration and cytotoxic medication was reported to be observed on the ground. The device was replaced and the therapy was completed with no further problem encountered. The leak was cleaned as per protocol, no kit was used. It was reported that the extension and manifold were connected to the patient for six days. There was patient involvement and although there was a report of non-protected chemo exposure, there was no consequence on the operator, the patient was in good condition after the event, and there was no need for medical intervention.